Event description:
During a case study, the link stopped communicating with the dws and the link power cable appeared melted; overheated from the link's air filter vent. When it was attempted to reseat the power cable to the link the connector came apart. When the connection was moved in a certain direction, the power was supplied to the link. The connector was taped in place and the procedure was continued. The procedure was completed with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.